Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Initially, the malfunction code recurred after resetting the pump, and cts provided information for a pump reset and decided to replace the pump. However, upon further clarification, it was confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred, and they acknowledged the instructions.